Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as rubbed raw with an open sore on side of breast. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the wound improved.